Event description:
It was reported that approximately forty five days post port placement procedure, the catheter allegedly leaked during administration of fluids. It was further reported that catheter allegedly had tear above trifurcation at the level on the white lumen. Reportedly catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one hickman t/l catheter was received for evaluation. Gross visual, microscopic visual and functional evaluation were performed on the returned device. One electronic photo was provided for review. The investigation is confirmed for the reported fracture on lumen and leak issues as a longitudinal split were noted on the white lumen and the edges of the split noted to be jagged and also had a distinct curve. Leak was noted upon infusion on the white lumen from the longitudinal split and the photo also confirms the same. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4(expiry date: 08/2024), g3. H11: h6(method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately forty five days post port placement procedure, the catheter allegedly leaked during administration of fluids. It was further reported that catheter allegedly had tear above trifurcation at the level on the white lumen. Reportedly catheter was removed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history record review was performed for the reported lot number and this lot meets all release criteria. The manufacturing review did not indicate any possible manufacturing issue that could be related to the reported event. Investigation summary: the sample was not returned for evaluation, one electronic photo was provided for review. The photo shows a clinician holding hickman catheter kept inside a package. The investigation is confirmed for the reported fracture and fluid leak, as a crack was noted on the catheter on the white lumen. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10:d4 (expiry date: 08/2024). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that approximately forty five days post port placement procedure, the catheter allegedly leaked during administration of fluids. It was further reported that catheter allegedly had tear above trifurcation at the level on the white lumen. Reportedly catheter was removed. There was no reported patient injury.